Event description:
It was reported that stent thrombosis occurred. The patient underwent percutaneous coronary intervention. 3.50 x 48mm and 2.50 x 38mm synergy xd stents were deployed in the left anterior descending (lad) to left main (lm) arteries. Deployment of the stents resulted in a thrombolysis in myocardial infarction (timi) iii flow. Seven days later, the patient presented with acute chest pain. Angiography revealed that the lad stent was filled with thrombus. To treat the thrombosis, medication was provided, plain old balloon angioplasty was performed, and a 2.50 x 16mm synergy xd stent was deployed in the diagonal branch. Following the procedure, the patient was transferred to intensive care unit for observation. The patient is expected to fully recover.